Event description:
A customer stated that when they used excel off brand reagent they would receive vastly different results. As an example: they would receive a result of "hi" (greater than 600mg/dl) followed imediately by a "lo" (less than 20 mg/dl). These results if acted upon could have resulted in a serious medical condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent.